Manufacturer narrative:
On 12/13/2016, additional information was received that necessitates a rewrite of the event description submitted in the initial 3500a: it was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool smart touch bidirectional catheter and suffered an esophageal fistula (requiring surgical intervention) and a stroke. A few weeks after the date of the procedure, the patient developed an esophageal fistula. Some time after this, the patient had a stroke. Extended hospitalization was required for both post-op and post-stroke care. An esophageal temperature probe was being used to prevent the injury, which was visually confirmed by the surgeons. The physician states that the event had nothing to do with the bwi products in use, and that it was an inherent risk of the procedure being performed. Overall ablation time is unknown. The generator was being used at 25w with a temperature cutoff of 43 degrees c. The smart touch catheter in use was near a lasso catheter during the procedure. Smart touch was zeroed after the initial warm-up phase, and no re-zeroing was required. No error messages presented on any biosense webster equipment during the case. The physician has stated that he does not wish to be contacted further about this event. (B)(4) are related to the same incident.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Carto 3 reference parch, model # crefp6, lot # ll011341. Lasso nav variable catheter, model # ln222515ct, lot # 17502251l. (B)(4). Are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch bidirectional catheter and suffered an esophageal fistula. A few weeks after the date of the procedure, the patient developed an esophageal fistula. The physician states that the event had nothing to do with the bwi products in use, and that it was an inherent risk of the procedure being performed. The physician also commented that he did not wish to be contacted further about this event. As a result, no further information is available.